Manufacturer narrative:
Concomitant medical products: 37711, pain stim ipg, implanted: (B)(6) 2007; 3708140, neuro extension, implanted: (B)(6) 2007; 37752, neuro recharge, implanted: (B)(6) 2007; 5086mri52 lead, implanted: (B)(6) 2013; 5086mri45 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated no capture measurements. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.